Event description:
It was reported by the customer that a pyxis medstation system orders not cross over the station. The customer reported that users were unable to remove medications from the drawer. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the orders did not cross on the station due to software failure. A technical support specialist configured the station and confirmed that the customer issue was resolved. The system functioned as intended after technical support specialists troubleshooted the device.